Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent a knee arthroscopy procedure utilizing a power pump on (B)(6) 2014. During the procedure, a leak was noted inside the power pump. The cassette cartridge was removed and found to have a crack in it. Another cassette cartridge was available to complete the procedure; however, a delay greater than thirty minutes occurred as a result.